Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose level and low blood glucose level and insulin pump was over delivering insulin and the blood glucose is low as 50 mg/dl. Customer¿s current blood glucose value is unknown. The customer's blood glucose on 10/21 was 240 mg/dl and customer's mother reported that her daughter's blood glucose was in range of 120 mg/dl, 50 mg/dl, 400 mg/dl, 600 mg/dl. The customer treated low blood glucose with food and high blood glucose with needle. The customer experience symptoms like abdominal pain and nausea due to high blood glucose. The customer declined troubleshoot for high. The insulin pump will not be returned for analysis.